Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump twice alarmed off no power less than 24 hours from the low battery alarm. Customer's blood glucose was 215mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the low battery alert, off no power anomaly or force sensor calibration alarm due to a blank display. The motor was tested outside the device and it passed. The pump was received with cracked battery tube threads.